Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient lost weight and ipg was flipped in the ipg pocket. As a result, surgery occurred during which the ipg was explanted and replaced to address the issue. During the same surgery, the leads were explanted and replaced as documented in related manufacturer reference numbers 3006705815-2020-02240 and 3006705815-2020-02241.